Manufacturer narrative:
The customer contacted the medical technical response center for assistance. Additional details were requested from the support engineer about the nature of this incident. It was then stated that there was no malfunction of any philips device alleged or indicated. There was no use related issue or system misuse that occurred. There was no delay of treatment for the patient. The customer only requested assistance in gathering historical/retrospective data for documentation purposes. No onsite evaluation of the product was requested and none was provided. The customer was assisted in gathering the requested documentation. The device remains in use. No malfunction occurred. There is no allegation or indication of a malfunction of any philips product and no data to support that any philips device was a contributing factor in the death of the patient. The customer has indicated the call for support was related to the need to collect historical and retrospective data only and not related to any user/misuse error, delay of treatment or product malfunction. No further action or investigation is warranted at this time.

Event description:
The customer reported that a patient death occurred and a request was made for assistance with retrieval of patient data. A patient death occurred. The customer did not allege that the product was a factor however limited information was provided and use of the death as a possible factor in the death has not been ruled out.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that a patient death occurred and a request was made for assistance with retrieval of patient data. : a patient death occurred. The customer did not allege that the product was a factor however limited information was provided and use of the death as a possible factor in the death has not been ruled out.